Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. RMA issued. Replacement power cable shipped to site (B)(4) 2014. Suspect cable has not been returned to manufacturer for analysis. Part not returned to manufacturer.

Manufacturer narrative:
The returned cable shows evidence of the reported spark at the plug. Otherwise, the cable is in good condition with no other damage and passed a continuity test with no opens or shorts detected. A replacement cable was sent to the site for issue resolution.

Event description:
A medtronic representative reported that when a site navigation system was unplugged from the wall outlet, sparks were emitted. The system is functioning properly, however, as a precaution the biomed representative requested a replacement power cable. There was no patient present when this issue was identified.